Event description:
On 13-aug-2025, it was reported that the users ilet screen was cracked. The screen was still usable, no injury occurred, and the user continued therapy without bg impact. A replacement device was shipped overnight.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.